Event description:
Boston scientific received information that one day post-implant, the right ventricular lead was noting shocking impedance measurements greater than 125 ohms. Normal measurements were taken when the lead was in distal to can configuration. The physician noted a slight bend in one of the terminal ends of the lead, but connected it anyway. This bend could not be verified by x-ray, therefore no surgical intervention will be taken at this time. No adverse patient effects were noted.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.